Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a laparoscopic partial resection of small intestine, the bowel was clamped, and the surgeon pressed the green button, then squeezed the handle, but it stopped after advancing a little bit. The handle was not clamped or released for several times. The green button was only pressed for one time. It was slightly stapled on the patient and reported that there was a tissue damage. So, a new reload was used a few centimeters laterally and fired without problem.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.